Manufacturer narrative:
Unit received with operating currents within spec. No unexpected low battery or battery out limit alarms noted. Unit passed basic occlusion test and displacement test. No motor error alarms noted. However, unable to prime unit during prime/a33 test due to faulty fsr. (Gold) the motor was tested outside the device and passed. Unit received with cracked case at lcd window and battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.